Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report gripper actuation issue. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with grade 4. The clip delivery system (cds) was advanced to the mitral valve and grasping was performed, however, while actuating the grippers, no grippers came down. Several attempts were performed without result, the clip was removed without damage to the patient. A new cds was prepared and the clip was implanted without issue. Two clips implanted, reducing mr 1. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the returned device analysis did not confirm the reported gripper actuation issue as the device functioned as intended. A review of the lot history record revealed no manufacturing nonconformities to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar complaint reported from this lot. All available information was investigated and a conclusive cause for the reported gripper actuation could not be determined in this complaint. There is no indication of a product issue with respect to manufacture, design, or labeling.